Event description:
The complainant alleged that during incoming inspection of the device, the device would not turn on. The complainant indicated that there was no pt involvement in the reported malfunction.